Event description:
User facility medwatch report received that states,"the patient was in the cath lab and had a perclose device break off in the femoral artery. The patient was taken to surgery for removal per vascular surgeon. The device maideployed and fractured resulting in a piece of the device remaining in the artery." It was reported that this was an arteriotomy closure of the calcified right common femoral artery using a prostyle device relative to a diagnostic procedure using a 6f sheath. Reportedly, the prostyle device could not be removed and separated between the metal portion and the catheter and footplate. The catheter portion had sheared away from the metal structure. The only thing holding it was the control wire. Surgery was performed to remove the prostyle device and retrieve the footplate. No foreign material remained in the anatomy. The artery was sutured to achieve hemostasis. There were no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Attachment medwatch report #mw5186197.